Event description:
It was reported that upon deploying an embolization coil within an aneurysm, the coil prematurely detached partially in the microcatheter and the parent artery. No attempt was made to retrieve the coil. Following the procedure the pt was reported to have stroke symptoms and partial hemiplegia. Anticoagulants were administered. The pt was reported to be fully recovered.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample has not been performed as the device has not been returned to date. The device is said to be available for return. The root cause of this complaint can not be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.